Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 438 mg/dl. The customer treated her high blood glucose with her insulin pump. After walking around, customer reported her blood glucose declined to 92 mg/dl. Customer declined troubleshooting because she did not have time. No additional info is provided.